Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported. No additional information was available.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. No additional information was available. Additional information was received that the deep brain stimulation (dbs) system was explanted due to battery has reached end of life. The location of the device is currently unknown. No additional adverse patient effects were reported.